Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited loss of capture (loc) one day post implant. Fluoroscopy noted that the lead remained in the same implant position and had not moved. A revision procedure was performed. The lead was successfully repositioned and remains implanted and in service and the pacemaker remains implanted and in service. The root cause was not determined. No additional adverse patient effects were reported.